Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed power on self-test and found auxiliary control unit (acu) watchdog failure. The customer's problem was replicated. The cause of the problem was that the main printed circuit board (pcb) and interconnect pcb were contaminated with fluid. The main pcb and interconnect pcb were replaced to fix the issue.

Event description:
It was reported there was auxillary control unit (acu) watchdog failure. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.